Manufacturer narrative:
No unexpected failed battery test alarm or blank display was noted. The insulin pump passed the displacement test and off no power test and the operating currents were within specification. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have issues with battery cap. The customer states the cap doesn't thread on right. The customer states the device will not turn on, and has a blank screen. The customer's blood glucose level at the time was unknown. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised that the device would need to be replaced. The customer is being sent replacement pump, and will be sending back their out of warranty pump for analysis.